Manufacturer narrative:
A specific root cause was not identified. The customer performed a repeatability test after the event and the results were ok. There was no service visit or any maintenance actions taken after the event. The last service visit was preventive maintenance performed at the end of (B)(6) 2017. Since the repeat result was correct and the customer did not complain about quality control results, a reagent problem can be excluded. If the sample probe was contaminated on the outside, there is a possibility that the probe took out an additional amount of sample or there was carryover from a previous sample with a higher result; however this could not be confirmed as no additional data was provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for trigl triglycerides on a cobas 6000 c (501) module. The erroneous result was not reported outside of the laboratory. The initial trigl result was 5.06 g/l. The repeat result was 1.08 g/l. There was no allegation that an adverse event occurred. The trigl reagent lot number and expiration date were not provided.